Manufacturer narrative:
Concomitant medical products: a5dr01 ipg; implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the r-wave amplitude had decreased since the last session. The rv lead remains in use. No patient complications have been reported as a result of this event.